Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 561 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was over 223 mg/dl. Customer blood glucose reading at the time of the incident was over 441 mg/dl. Customer treated their high blood glucose with manual injection. Customer stated their blood glucose reading started on (B)(6) 2017. Customer did not have any symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer drive support was normal. Customer changed the set on (B)(6) 2017. Customer did not mention if the cannula was bent. Customer declined to check for occlusions. Customer did not mention if there was air bubbles or leaks. Customer did not perform high pressure test. Customer declined to check insulin pump setting. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.